Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of endoscope abrasion was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the bending section cover had a leak, the connecting tube had a snag and the universal cord was scratched. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had a burnt plastic distal end cover. There was no patient involvement.